Manufacturer narrative:
The company representative examined the system and could not duplicate any problems. However, the company representative was able to isolate and duplicate problems with the sites nitrogen bottle regulator. The company representative stated that the regulator was not registering any readings other than the remaining bottle pressure and was not showing any nitrogen exiting to the system. The company representative replaced the regulator to resolve this issue. Preventive maintenance was performed. The system was then tested and met product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause can be attributed to the customer's nonconforming nitrogen tank regulator. (B)(4).

Event description:
A nurse reported a system message was displayed during a procedure that was unable to be cleared. The system was switched out and the case was completed with no impact to the patient. The customer reported that they later found out that the source regulator was the cause of the event, not the console.